Manufacturer narrative:
B5.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
¿ Pump displayed tx error. ¿ event date ¿ sept. 20 ¿ how long has the tx been in use? - 1 week, 1 day ¿ did customer use tx more than 3 months? - no ¿ tx ID/sn - (B)(4). ¿ is tx in warranty? - yes ¿ customer's current weight - 148 lbs ¿ is customer using dexcom mobile app? ¿ yes ¿ resolution - tx within warranty. Cts returned and replaced the tx. Customer asked for overnight delivery